Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was not returned for evaluation. Low pump flow: the clinical states that there was low pump flow at p-8 right after starting the case. The act was 251, the pump was repositioned and there was biomaterial observed. The data logs show that right after starting impella support there were spikes in the motor current and ps followed by lower flows. The pump was run approximately for 13 minutes. Based on the data logs, the root cause of the low pump flow is most likely due to ingested biomaterial but the cause of the biomaterial is unknown. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29633.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that low pump flow occurred on an implanted impella rp flex. The pump was explanted and biomaterial was observed. The patient survived.